Event description:
A pt stated that she had completed her treatment and noticed a fluid leak inside the cassette door. The sample was not saved. There is no report of injury or ill effect.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample has been received for evaluation. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedures.